Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1(event site postal code -(B)(6)).

Event description:
It was reported that preparing for patient use, the cs300 intra-aortic balloon pump (iabp) had a autofill error. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) observed and stated that no repair work was required as the problem was not reproducible. Perform the following as regular inspection. Inspection was performed based on the inspection record. Safety disk was replaced. Equipment calibration performed. Overall inspection results: good.